Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Uint was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing display window cover, cracked middle (enter) keypad button. Unit passed rewind, prime/seating, basic occlusion, force sensor, and active current measurement tests; it failed sleep current measurement and self tests. No unexpected critical pump errors (open book image) were noted during testing. Self test returned a pump error 63 (variableinfo = 3). In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Attempt to upload using thus was successful. The adapt tool lists the following pump errors which could possibly trigger a critical pump error/open book: pump error 53 (filenumber = 32109, linenumber = 228) occurred 03/23/2022 14:55:46; pump error 3 occurred 03/23/2022 14:55:46. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j6, u28, da2, components located at the top of the back side of the board, back of the lcd screen, u2; pcba2--components located at the top of the front side of the board. A visual inspection of u1 located on the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of an open book was not confirmed during testing. The pump error 63 (variableinfo = 3) and the audio anomaly are due to a broken trace at u1 pin 6 located on the keypad assembly. Pump error 53 (filenumber = 32109, linenumber = 228) and pump error 3 are due to a software error. Finally the high sleep current measurement is due to the moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.